Event description:
Caller reported that pump quick bolus/wake button was difficult to press and required multiple presses to activate pump screen. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin delivery.